Manufacturer narrative:
(B)(4) - cartridge. The analysis found that one ntlc75 device was returned in good visual condition and with a cartridge reload loaded on the device. It was noted that the "doghouse" component of the cartridge was damaged. The device was tested for functionality with a test cartridge, without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper shape. A probable cause for the damage to the doghouse component indicates that the cartridge reload was improperly loaded (long loaded); then, closing the lever damaged the knife shroud. This may appear as the device not closing. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.

Event description:
It was reported that during an esophagectomy procedure, the surgeon went to fire the device and the firing trigger locked out. It did not fire any staples. They kept the reload in the device to return for analysis. There were no patient consequences. Case completed with another device of the same product code.